Event description:
It was reported that during a bulla resection procedure, the tissue pad was detached off. As the tissue pad was retrieved, no pieces were left inside the patient. The tissue pad was retrieved by forceps through the trocar. The doctor commented that the device had been activated without having tissue present between the blade and the tissue pad for about 10 seconds. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.